Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device and verified the reported issue. The cse found the ventilator's upper display to be unreadable. The cse replaced the graphic user interface (gui) printed circuit board (pcb), which resolved the reported issue. The cse updated the software. The ventilator passed extended self-testing, short self-tests, and performance verification testing. Covidien reference: (B)(4).

Event description:
Covidien received info that the display on an 840 ventilator was flickering. There was no pt involvement.